Manufacturer narrative:
The reported event of no ble telemetry was confirmed. Final analysis found the device was unable to be interrogated via bluetooth but was able to be interrogated via inductive telemetry. The cause of of the loss of bluetooth telemetry was consistent with a ble circuitry anomaly. The root cause of the anomaly is undetermined and is being further investigated.

Manufacturer narrative:
Further investigation found that the cause of the ble telemetry issue was due to an anomalous crystal oscillator on the hybrid, which drives the timing of signals in the ble circuitry.

Event description:
Bluetooth malfunction field action issued by abbott on 10 march 2022.

Event description:
It was reported that prior to the implant procedure, the implantable cardioverter defibrillator was unable to be interrogated via bluetooth. The device was able to be interrogated using inductive telemetry. The device was not used and a new device was implanted. The patient was not involved with the event so there were no patient consequences